Event description:
It was reported the pt experienced loss of therapeutic effect, tingling in the neck area, and poor symptom control. Impedance reading were >2000 ohms. The outer insulation of the extension was stretched and dislodged from the lead. The hcp noted that the lead/extension connection appeared to be lower down than expected. There was an abnormal appearance to the proximal end of the lead around the contacts. The extension was replaced. Impedance readings were all within normal limits after surgery. The pt reported that post surgery; therapy control and return with no side effects. The pt recovered without sequela.

Manufacturer narrative:
Results code other = extension. The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.